Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.0-7.5cm from the distal end, consistent with lead friction to another device or feature of the heart. Insulation damage was noted at 29.3cm from the distal end consistent with clavicle crush damage. The svc shock coil was fractured in this region at 28.4cm from the distal end.